Event description:
Distributor reported, that patient's father alleges the unit failed to alarm. No further information would be provided. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.